Event description:
Please refer importer report#: (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: attempted to determine whether the customer replaced the display monitor and if that resolved their issue. Customer did not return our phone call requests for additional information. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer was going to replace the monitor for the central monitoring system themselves. We contacted the customer by email twice and left a message so that we can confirm that they replaced the display monitor for the system and that resolved their issue. We have not received any communication from them.